Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient was advised to check for other background applications that could be running on the smart phone as well as for other bluetooth devices that may be paired with the smart phone. Patient restarted the smart phone. Patient called back on the same day and reported that the smart phone was displaying values again and that the device was working properly. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.